Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain and radicular pain syndrome. Beginning on an unknown date in (B)(6) 2018, the patient was having issues charging their device. They have tried moving the paddle and re-calibrating the connection by moving the knob but they still cannot get a good connection. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rep plans to meet the patient at their doctor¿s office to troubleshoot. However, the patient is currently trying to re-establish with a pain doctor and secure an appointment. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) cc¿d the rep who saw the patient on (B)(4) 2019 and the rep responded on 2019-jan-14 with additional information. The rep indicated that there was an easy connection and they are not sure why they were having trouble. Nothing was done to resolve the issue as there didn't seem to be any issue when they met with the patient. This information was confirmed with the physician/account. No further complications were reported/are anticipated.